Event description:
Event became reportable based on investigation completed on 30-aug-2006. It was reported that during an unspecified procedure involving a lesion in the right coronary artery (rca), the nc monorail balloon would not hold pressure. The physician was attempting to post dilate the lesion with the balloon and it would not hold pressure after being inflated to four atms. It was also noted that the balloon seemed to be leaking. The device was removed and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Device analysis found that the proximal balloon sleeve had detached from the outer extrusion at the proximal bond site. This detachment would have resulted in the balloon leak. A detailed examination of the proximal bond area could not identify any issues with the actual device that could contribute to the complaint incident. There was no evidence of stretching or excessive force having been applied to the returned device. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that there are no additional complaints from this particular batch of devices. The root cause of this complaint is due to a proximal balloon bond detachment. The root cause of the balloon detachment could not be confimed. No issues were identified with the device or with the manufacturing history record of this device that could have contributed to the complaint.